Event description:
During a cryo ablation procedure, resistance was noted while guiding the catheter (in a 10f sheath) to the left femoral vein. An x-ray revealed the catheter was entangled with the previously placed sl1 sheath. The catheter was then adjusted under x-ray and the case was completed with no consequences to the patient. Post-procedure, the tip of the catheter was noted to be bent and the internal components were exposed.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was bent and fractured. Bends in the catheter shaft were noted 2.4¿, 3.2¿, and 3.9¿ proximal the distal tip. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture could not be conclusively determined.